Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the rod holder is broken distally. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records revealed that instrumedical technologies manufactured the rod introducer, part number 03.616.048, lot number 6970077. Po 1395242, dated 11/6/12 for 53 parts, was inspected to the synthes incoming final inspection sheet number ns037319 revision g on 11/6/12. The parts conformed to all requirements. The certificate of compliance (c of c) was dated 10/30/12. (B)(4) were released to the warehouse on 11/8/12. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation visual inspection revealed the tip of the housing component is cracked on one side, preventing functional testing with gages designed to mate with the instrument. The visual inspection reported there were are also nicks and dings in the housing. Instrumed manufactured the rod introducer assembly, part number 03.616.048, and lot number 6970077. The material of the broken component was confirmed to be correct; however the heat treat value could not be verified due to the wall thickness of the component. The parts of this lot were inspected for functional requirements at 100% and found conforming to all required specifications at synthes incoming final inspection. Due to damage, these functional requirements could not be verified during evaluation. Based on the specifications at the original time of manufacture, the evaluation performed by synthes, and the unknown root cause, this complaint is deemed indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The visual inspection performed as part of the product development evaluation revealed the distal end shows minor wear to the outside surfaces of the housing component and a fracture as noted on the photo. The remainder of the instrument is in good condition. The mis instrumentation for the matrix spine system includes a rod introducer (03.616.048). The surgeon uses this instrument to install rods using a mis approach. The complaint handling unit (chu) reviewed the associated assembly drawing (03_616_048 rev e). The drawing calls out the appropriate dimensions, notes, and gages to produce a successful rod introducer. The chu loaded sample rods (04.651.530 lot# 7521060 and 04.651.280 lot# 3475363) onto this device as detailed by the technique guide (matrix spine system ¿ mis instrumentation, j9700-d). After engaging the capture mechanism, the instrument does not securely hold the rod in any position. The rods become detached when rotated from 90-120 degrees with respect to the main barrel of the device, but stay attached from the 120-160 degree limit. It is apparent that the fracture of the lateral face has allowed the holding nest to open up to such a degree that the locking mechanism cannot completely reach the rod to secure it properly, and it falls out completely at the earlier mentioned (lower) angles. Significant external forces on the tip of the rod during the procedure of inserting of the rod (particularly the longer rods with the leverage advantage) would be a likely cause in addition to miss-use. It was determined that the instrument was deformed and fractured due to unknown external forces. The disposition of this complaint from a design perspective is indeterminate.